Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The associated anchor was not returned and therefore not available for a physical evaluation. However proximal anchor breaks in hard bone have been associated with out of spec drill bits. The dimensional inspection confirmed the drill bit was out of specification and the failure was attributed to human error during manufacturing. Nc has been initiated at mitek to capture supplier CAPA for this issue. Appropriate measures and corrective actions were implemented to mitigate this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch(s): [mr# 1221934-2018-51727]. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by dr. Had one gryphon 210813 break during a labral repair (shoulder) on a (B)(6) year old. The surgeon had to spend 10 minutes to remove all broken anchor particles from the joint space. There were no patient consequences. He unloaded the suture from the first anchor and drilled over top of the same hole with the guide and 2.4 gryphon drill bit and placed a new gryphon anchor without problem. Additional info from rep drill bit 211036 don't have lot number . All fragments were removed from the shoulder. Based on feedback from our marketing department, the drill bits should have been included. See related complaint (B)(4). Customer is sending back the 5 drill bits in their inventory for evaluation.